Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "no info" (no info). A surgeon reported that four out of nine pts were found to have significant corneal edema one day following cataract surgery. The surgeon and staff reported that they are not aware of any changes to their procedures. They reported the issue to find out if there were any similar issues with our products. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).